Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with pacemaker experienced pleural pain a couple of days after the surgery. The pacemaker remains ins service. No additional adverse patient effects were reported.